Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not think that the pump was working as the customer had been experiencing on multiple occasions a blood glucose (bg) level that ranged from 300 to over 500 mg/dl. Insulin injections were used to address the bg level. Tandem technical support had the customer perform a system check using the current supplies and the pump was found to be operating as expected; however, the customer still thought the pump was not functioning as it should. Reportedly, the customer had been using novolog insulin in the cartridge for 4 days. The customer was willing to work with a tandem clinical diabetes specialist to discuss potential infusion set site selections and to try a new set of supplies to see if this would resolve the high bg levels.